Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker, right ventricular (rv) lead and left ventricular (lv) lead were explanted and replaced on an unknown date due to the infection. The patient status was unknown.

Event description:
It was reported that the pacemaker, right ventricular (rv) lead and left ventricular (lv) lead were explanted and replaced due to the infection. Infection was identified from purulent drainage, however the infection doesn't related to the product and/or procedure. The patient was stable throughout.